Event description:
It was reported that the customer does not think the pump is delivering insulin like it should. Customer has been running high for the past 5 years. Customer stated that he has not changed his diet. Customer stated that he adjusted his bolus and sensitivity. Customer stated that he took 87 units on saturday and had a kidney transplant 20 years ago. Customer's kidney is "shot". Customer's blood glucose level was 464 mg/dl. Customer changed the set and has tried to contact his health care professional. Customer has treated for his high blood glucose levels. Customer ran a manual prime and the insulin did exit. Pump settings and history are correct. A low reservoir alarm and low battery alarm were found in the alarm history. Customer does not have a tubing clamp. Customer will be sent a tubing clamp and will need to call back to continue troubleshooting. Customer stated that the cannula is not occluded. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).